Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not required as this product is no longer manufactured. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the personal computer (pc) and the positioning sensor unit (psu) were booted without issue, but there was an error indication displayed on the screen. The site rebooted the system multiple times, but no log-on screen displayed. No patient was present at the time of the event.